Event description:
It was reported that the tubing broke on the transfer set during use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection and a clamp function test revealed that the occluder feet were broken. Leak testing and clear passage testing were performed with no issues noted. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13f20075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported damaged was confirmed during sample analysis. However, the cause of the issue was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.